Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were two potential lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282699, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-13, medical device lot #: 8285797, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-13. (B)(4). Investigation summary: as no physical sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd¿ luer-lok syringes 60 ml experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: we received a message from a customer that two syringes started leaking past the stopper after filling. It was discovered during preparation. There were no patients involved. The user threw away the syringes immediately, so there are no samples available. Article number: 301035, number: 2 syringes, batch numbers: 8282699 or 8285797.